Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. Evaluation found there was an unidentified blockage from the outlet pipe. The blockage appeared to be a black rubber like material. A comprehensive leakage check was done and the scope was leaking from the biopsy channel. Evaluation also found the water flow and removal was not to specification, the light cover glass adhesive was uneven, the optical cover glass adhesive was worn, the distal end adhesive was lifting, angulation was out of specification and the electrical safety test failed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the channel of the evis lucera elite colonovideoscope was blocked. The issue was found during reprocessing and the scope did not fail during a procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and foreign material was found protruding from the air/water nozzle. The report is being submitted due to foreign material protruding from the nozzle found during evaluation.